Event description:
It was reported that when inserted the gst60b reload to gun ec60a, the gun could not fire, still locked. This situation happened with both 2 reloads. When surgeon replaced another new gun, it locked again. The gun just could be fired until the surgeon replaced another new gst60b reload. No impact to patient

Manufacturer narrative:
(B)(4). Batch # 743a57. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one gst60b reload was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: insert the reload by sliding it against the bottom of the cartridge jaw until the cartridge alignment tab stops in the reload alignment slot. Snap the reload securely in place. Remove the staple retaining cap and discard. Refer to the echelon endoscopic linear cutter insert for instructions for using the instrument after it is loaded. The event described could not be confirmed as the reload was received fully fired. The product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one gst60b reload was received partially fired 1/16 with the reload pan partially dislodged at the proximal end from the left side and 9 double drivers missing and 1 single driver out of position, making the reload non-functional. No functional test was performed due to the condition of the reload. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.